Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent carousel motion error was caused by an improperly seated thermistor, which was rubbing against the bottom of the carousel. The fse reseated the thermistor. The fse also proactively replaced the following components: pipettor probe and peri-pump tubing, seals and o-rings. The fse successfully performed pipettor alignments and ultrasonic adjustments, but obtained level sense errors during a precision run. The fse replaced the ultrasonic transducer and circuit board. Associated MDR: 2122870-2014-00348. (B)(4).

Event description:
The customer reported that discrepant results were obtained for eight patients over two days on an access 2 immunoassay system. This report references the event that occurred on (B)(6) 2014; please refer to MDR 2122870-2014-00348 for the event that occurred on (B)(6) 2015. On (B)(6) 2014, discrepant results for ferritin, t-uptake, and/or vitamin b12 were obtained for seven patients and reported out of the laboratory. The results were questioned by the clinician and there was no change to patient treatment. The patient samples were rerun on the same instrument and results were within expected values. The initial results were corrected. The instrument passed system check before the event and passed twice after the event. The customer's service record notes reagent carousel motion errors.